Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that upon inspection, battery trays 3 and 2 had swollen batteries with no voltage output in any pair. Chargers 1 and 2 as well as the motor charger had bad pairs. All 38 batteries, chargers 1 and 2, and the motor charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. The batteries were discarded and not returned for analysis. The chargers 1 and 2 and motor charger have been returned, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site smelled smoke coming from the system and called a field service engineer (fse) to perform a system checkout. The system powered on as normal, but the battery levels were very depleted. The fse determined that the chargers were over charging the batteries. There was no patient present when this issue was identified.

Manufacturer narrative:
The kit svc bi71000486 motor batt chgr (rev. 2 : s/n (B)(4) / g37927) was returned and analysis was unable to confirm the reported complaint of "the site smelled smoke coming from the system." The motor charger board passed functional output test. The motor battery charger board was installed on o-arm system 267 and the system functioned as expected. Motion, 2d, and 3d imaging were as expected. Visual inspection noted led's light as expected, however, the board had leaking capacitors. There were no unusual odors present and no functional problem found. The failure mode was electrical and the failure mechanism leaky capacitors. The pcba bi31000169 battery charger 1 (rev. 2 : s/n (B)(4)) was returned and analysis was unable to confirm the reported complaint of "the site smelled smoke coming from the system." The battery charger failed bench testing due to leaky capacitors and due to loss of power on charger h output. There was no unusual smell coming from the board. The failure mode was electrical and the failure mechanism no power. The pcba bi31000170 battery charger 2 (rev. 2 : s/n (B)(4)) was returned and analysis was unable to confirm the reported complaint of "the site smelled smoke coming from the system." Analysis found that the battery charger 2 pcba passed functional output bench testing. Visual inspection confirmed that all the led's lights passed and that there were leaky capacitors present. The failure mechanism was stress/fatigue of components. The motor charger board was installed in o-arm system 267 and the system readied and charged as expected. 2d and 3d images were successful. There was no low battery, low voltage, or unexpected power down while under test. There was no functional problem found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that returned component kit svc bi71000486 motor batt chgr (rev. 2: s/n (B)(4)) was updated to pcba bi31000163 motor battery charger (rev. 2: s/n (B)(4)). If information is provided in the future, a supplemental report will be issued.